Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 284 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin as they did 2 units of fill cannula and only one drop came out. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode of insulin pump. Customer was treated with manual bolus. The insulin pump and reservoir will not be returned for analysis.